Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in spec. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and 8:43pm an infusion start of 75ml/hr and 1800ml (dl: tpn). At 11:45pm an air alarm stopped the infusion with a volume infused to 227.15ml. At 11:54pm infusion was started and at 11:54pm an air alarm stopped the infusion with a volume infused to 227.46ml. New therapy was selected and pump was put on standby. On (B)(6) 2026 and 1:50am pump was brought out of standby and door was opened.

Event description:
As reported by the user facility: medication should have been infused over 12 hours. However, it was infused over about 4-6 hours instead. The medication required 2 rn sign-off, and both rns made sure they both verified the correct parameters for the medication. When rn went to investigate the pump the settings of it had been completely cleared out of the pump, and so rn was not able to determine how the error could have occurred.